Event description:
It was reported that 12 bd syringes with precisionglide needles experienced discolored packaging. The following information was provided by the initial reporter: foggy package.

Manufacturer narrative:
Investigation summary: one photo and twelve representative samples were received by our quality team for evaluation. From the returned photo, a cloudy bottom web was observed. The samples were subjected to visual inspection. The team observed a cloudy bottom web on all returned samples. No abnormalities were observed on the sealing portion. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The production ran using the validated parameters. The possible root cause could be due to the incoming material issue. The team has engaged with the incoming quality department on this complaint and a supplier investigation has been issued on the reported issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.